Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received, in between a 1 cm segment of insulation body was missing. The received lead fragments were subjected to an extensive analysis. During the analysis the lead was found covered in fibrotic and calcified body tissue at approx. 40 cm and 4 cm proximal to the lead tip. As calcification is known to cause high impedances, this finding can be considered as the root cause of increased shock impedance reported in the complaint description. Moreover the visual inspection revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the fibrotic growth had impact on the maneuver ability of the lead and led to excessive mechanical stress. Further analysis revealed severe explantation damages which corroborate the assumption of an excessive fibrotic growth in the implanted state which required significant tensile forces during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of estimated 83 months an increase of the shock impedance was reported. The lead was explanted and not returned to biotronik. No adverse patient side effects have been reported. The implant date was not provided.